Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1511914 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's husband reported that on (B)(6) 2015 at 9:30 am customer had just returned from her hospital dialysis treatment when she experienced a loss of consciousness. Caller checked her glucose using her adc blood glucose meter and received a reading of 146 mg/dl. Caller became worried so he called the paramedics and upon arrival they received a reading of 60 mg/dl (unknown time). Customer was taken back to the hospital where a reading of 38 mg/dl was received on an unknown hospital device. Caller reported customer received third-party treatment, but declined to continue troubleshooting so it is unknown what specific treatment was rendered. There was no report of death or permanent injury associated with this event.